Manufacturer narrative:
(B)(4). Information indicates this device is currently in the possession of a boston scientific representative. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker device exhibited premature battery depletion behavior. Boston scientific engineering analysis of device data indicated that the power consumption of this device had been steadily increasing for over a year and the device had reached the elective replacement indicator (eri). The power consumption was expected to continue to increase and it was recommended to replace the device and return it to boston scientific for a detailed analysis. The analysis of device data also indicated that assuming the device behavior remained unchanged, there was sufficient battery capacity to support therapy and device replacement for the eri to the end of life (eol) period of 90 days. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. Boston scientific has issued an advisory communication regarding a subset of pacemakers and cardiac resynchronization therapy pacemakers (crt-ps) with an elevated potential for early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is part of the hydrogen induced premature depletion advisory population.

Event description:
This supplemental report is being filed based on completion of device analysis.